Manufacturer narrative:
A manufacturing investigation action was conducted. The thread of the complained hammer guide is broken off as reported. The received device was measure for hardness of the material which was within specification and documents correct procedure. Measurable dimensions also shows conformity with the specifications. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age is not available for reporting. Patient dob reported as 1999. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 22 jan2013, 359.218 / 8218139. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the distal end of a hammer guide was broken. No prolongation in surgery was reported. No patient harm. No other medical intervention needed. No fragments were generated. Procedure was successfully completed. This complaint involves 1 part. This report is 1 of 1 for (B)(4).